Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Filter was implanted with its tip at the top of l2 in the upright position with tilt. Approximately seven years and nine months later, computed tomography (CT) revealed perforation of the primary struts beyond the wall of the inferior vena cava greater than 3mm. Posteriorly oriented strut perforates into the vertebral body. Anteriorly oriented strut perforates into the mesentery and the posterior oriented strut perforates in the retroperitoneal fat. Medially oriented strut perforates on the wall of the inferior vena cava and abuts/ was intimately involved with the aorta. Therefore, the investigation is confirmed for positioning issues and perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated beyond wall of the inferior vena cava greater than 3mm. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.